Manufacturer narrative:
Date sent to FDA: 11/2/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 10/23/2020 additional information: a2, d3, d4, e1, g1, g2,

Manufacturer narrative:
Date sent to the FDA: 2/10/2025, additional information: d3. Corrected information: b5, d4 (lot), d6a. Additional b5 narrative: it was reported that patient underwent hernia repair on (B)(6) 2008 and proceed was implanted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent diagnostic laparoscopy on (B)(6) 2013 during which the surgeon noted ¿intraoperatively, a significant amount of intra-abdominal adhesions of the colon and small bowel to the mesh, requiring adhesiolysis.¿ it was reported that the patient underwent exploratory laparotomy on (B)(6) 2013 during which the surgeon noted ¿multiple adhesions of the small bowel to the mesh and anterior abdominal wall, requiring adhesiolysis.¿ it was reported that the patient experienced abdominal pain and discomfort, abdominal bulge, nausea, vomiting, obstructive type symptoms, small bowel obstruction and adhesions. No additional information is provided.